Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The user facility further reported that during a sinus endoscopy, ethmoidectomy procedure, the shaver blade seemed to rattle/not stay in place as the doctor was removing tissue. The intended procedure was completed successfully. Normal bleeding occurred related to the procedure. There were no errors displayed on the console. There were no components that broke off the device. All connections were checked and seemed good. No other instruments were replaced during the intended procedure. The blade will not be returned as it was discarded following the procedure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be determined at this time. In addition, limited information was provided by the user facility despite multiple attempts were made via telephone and in writing to gather more detailed information regarding the reported event; however no additional information was obtained. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the blade of the device seemed to ¿shutter¿ when used. The blade was replaced. There was no patient injury reported.